Manufacturer narrative:
The customer was unable to provide pt info. The product was returned for eval. The lock on the cuff was broken. The teeth with the locking mechanism were pushed down and were separating from the rest of the buckle. No problems were observed with the other buckle. The inspection found damage to the lock to be consistent with product abuse. Complaint data was reviewed and there were no adverse trends. (B)(4).

Event description:
The customer reported that the locking buckle got stuck. The key was not able to open the lock. The nurses were forced to cut the restraint to free the pt. There was no pt injury.